Event description:
Fractured atrial and ventricular pacing leads, causing malfunctioning of the pacemaker. Pt returned to surgery to have pacing leads replaced. The fractured leads were taken by the sales rep.